Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with undercorrection in right eye at 5 months post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in right eye and that vision started to decline 2-3 months after first treatment in the right eye. Visual acuity was 20/50 in right eye. Bcva from (B)(6) 2014. Right eye pre-op 20/20 -6.50 x -.50 x 60. Left eye pre-op 20/20 -7.25 x -.50 x 130. Bcva from (B)(6) 2015. Right eye post-op 20/20 -.50 x -.50 x 160. Left eye post-op 20/20 .50 x -.75 x 8. It was reported that patient had flap lift enhancement procedure. Symptoms are not disabling or significantly interfering with patient's daily activities.